Event description:
It was reported that the ilet bionic pancreas generated recurrent alert 38 indicating a motor stall, resulting in failure to infuse insulin, with blood glucose values reported as high as 300 mg/dl and a reading of 291 mg/dl during the episode; the user performed restarts, removed and replaced supplies, completed a dry run, and changed to a different lot, but the alert recurred and backup therapy with pens was discussed. Symptoms included hyperglycemia along with confusion/disorientation and anxiety. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, with the medical device problem characterized as failure to infuse and the implicated device component identified as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.